Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The result from a laboratory using neoplastine (stago) reagent was 3.8 inr and the result from the meter was 2.8 inr. The therapeutic range was 2 inr- 3 inr. The patient was eating less green vegetables.